Event description:
The customer reported that pip/tazobactam (zosyn) programmed for a 4 hour infusion infused in under 20 minutes.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that a zosyn secondary infusion programmed at 12.5ml/hour infused in under 20 minutes instead of the intended 4 hour infusion.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.